Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose of 528 mg/dl. The patient experienced nausea and dizziness as well. He stated that he changed the infusion set, and gave himself three different boluses, but his blood glucose remained elevated. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump passed the high pressure test. The patient felt that the insulin pump was never the problem. He stated that he had food poisoning leading up to the event, which may have contributed to the elevated blood glucose levels. Nothing further was reported.